Event description:
It was reported that the patient¿s device was shocking them. The patient was having a shocking or jolting sensation. These sensations started a night prior to the report and then started again 5 minutes prior to the report. The patient saw their doctor a day prior to the report and ¿they turned this thing on I guess it was turned off.¿ but the patient didn¿t know. The patient woke up at 2:30 a.m. With a shocking and jolting sensation and couldn¿t get back to sleep. At 4:30 the patient went urinating again but they didn¿t leak and didn¿t change the pad. At 5:35 the patient urinated again but didn¿t leak and didn¿t change the pad. Their urgency was about a 2. The patient was also getting cramps in their toes when they were driving and they had to have a bowel movement. The more the patient felt the urge to go the more they felt the jolting and cramping in their toes. The patient used their programmer and it showed that the stimulation was off. The patient was on program 2 at 2.5v and they turned the stimulation on and changed it to program 2 at 2.0v. At 2.1v the patient was still getting a shock in the back of their leg. The patient did not remember what voltage they were normally on. The patient thought they were at 2.8 a day prior to the report when they were working with a nurse at the doctor¿s office. It was further reported that the patient was still having concerns with their device or therapy but had not sought further help. The patient indicated that they wanted their device out.

Event description:
It was later reported that the patient noted a lost or stolen patient device. The patient will be calling back with shipping information for new programmer. The patient was experiencing a shocking or jolting sensation. It was noted that the patient lost the programmer and she was sure she left it at the dr's office but they are not able to locate it. The patient's car is at the shop and they have not seen it either. The patient called the rental place and they didn't have it either the event date was noted as a couple of weeks prior to (B)(6) 2014. The patient was not sure of the exact date. It was noted that a couple of weeks prior to (B)(6) 2014 the ins was shocking her. The patient thought the shocking would go away but it didn't. The patient had a dr appointment on (B)(6) and the dr turned off the stim. The patient was not sure what happened to it the dr just had her turn it off. The dr called someone to find out what to do. Stim was currently off. The patient had no falls or trauma.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0c79r, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).